Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Based on the information provided the most likely cause of the event is due to the patient's poor bone quality. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. Report one of two for the same event, reference 0001032347-2017-00030.

Event description:
The surgeon reported that the entire locked construct was pulling out of the bone. A revision was performed and the surgeon removed one plate and the screws used to fixate that plate, the other plates and screws remain implanted. No additional devices were implanted.